Event description:
Facility reported an internal blood leak (13 uses). Estimated blood loss 20 to 100cc. No medical intervention. The sample is not available for examination. Medwatch filed on the blood loss.